Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013 resulting in fixture loss. It is unknown whether reimplantation is being considered at this time.